Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - surgery not completed as intended/suitable device not available.

Manufacturer narrative:
The agent reported "the distal cut is flush with the course, but the anterior chamfer is larger than tolerable." This event occurred during surgery, near the patient. No response was received from the surgeon. Agent will continue to request a response. The surgery was not completed as intended. The instrument was not inspected prior to use. The agent was present during surgery and was not able to source a suitable replacement device. RMA examination: the reported instruments were not returned to djo surgical for evaluation per the product feedback form. No further evaluation can be made for this event. This customer complaint will be closed. If the instruments are returned later, an amendment will be opened. The revision level or lot numbers were not reported; therefore, these instruments could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. The root cause of this complaint is difficult to determine since the device was not returned for evaluation. This is not an event associated with a product failure, malfunction, or issue.